Event description:
Philips received a complaint on the heartstart mrx indicating that the self - test failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the capacitor which was replaced. The device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time.